Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. Event log history was performed and indicated that system fault 41,622 occurred 1 0 0 3 was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that chassis -flat gear was loose (dirt and greasy). Service will replace the flat gear to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is was noted to be service and repair related.

Manufacturer narrative:
Other, other text: additional information received via (email.) On 06-oct-2020 that the event happened during routine testing between patient use.

Event description:
It was reported that a smiths medical cadd solis pump displayed a red screen error 41622 1003. No adverse patient effects were reported.